Event description:
Patient presented to the physician with prolonged healing at the stimulation lead site. Physician suspected it was a reaction to the stimulation lead material and prescribed antibiotics.